Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify reset alarm due to buttons not responding.

Event description:
The customer reported via phone call that they had issue with insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they did not use the clear settings feature in the user settings menu. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.